Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens was implanted and removed intraoperatively due to excessive vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no new lens will be implanted.

Manufacturer narrative:
Additional information: d9: return date: 15-sep-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic torn. Dimensional inspection could not be performed due to significant lens damage. Claim# (B)(4).